Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to unspecified reasons. A new inflatable penile prosthesis system consisting of 15cm x12mm cylinders, pump, and reservoir was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to unspecified reasons. A new inflatable penile prosthesis system consisting of 15cm x12mm cylinders, pump, and reservoir was implanted. Additional information received indicated the replacement surgery was due to infection.

Manufacturer narrative:
Additional information.